Event description:
The customer reported, an employee with hydrogen peroxide contact. The employee's left middle finger had discoloration and pain. The employee flushed the contact area with cool running water. The employee did not seek medical attention or require treatment for the incident. The asp field service engineer found that there was no vaporizer plate installed in the unit.